Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having shooting pain down their leg. It was noted that since implant, they would have painful stimulation down their leg when it was sitting on the nerve too long. It was noted that the manufacturer representative would adjust it or change channels to resolve the issue when it occurred.

Event description:
Follow-up with the patient determined that "the channel gets changed" and then the leg pain starts. The patient also indicated that the "device" was broken and after being replaced the patient has not had any problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.